Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported approximately 7 years post the index procedure, the patient as complaining of abdominal pain. A CT performed showed a type ib endoleak at the right common iliac with minimal contrast filling aneurysm sac due to poor distal sealing zone of the endurant limb etlw1616c82e. A potential type ia endoleak was also seen on the CT. Intervention was performed the next day, the right common iliac artery was extended with a 16 x 24 x 93 to achieve distal seal. Additionally, a 32 x 32 x 49 cuff was placed in proximal neck secured with 8 endoanchors prophylactically. The potential type 1a present on the cta was not visualized on angiogram during the secondary procedure. The proximal cuff and heli-fx anchors were placed prophylactically to prevent continued disease progression that was initiated by the distal type 1b. After placement of these pieces, final angiogram confirmed no presence of any endoleak. As per the physician the cause of the event was under sizing. No additional clinical sequalae were reported and the patient is fine.